Event description:
Customer reported that one of the syringes will not dispense a 30-unit injection of insulin after drawing it. Patient is able to draw the insulin, but the plunger will not move so that she can dispense it.